Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) was interrogated and displayed a message indicating 'wireless telemetry was no longer available.' The device was not used. There was no patient involvement.

Manufacturer narrative:
Event summary: the device was returned and analyzed. With the device sealed, the analysis initially confirmed the no telemetry-c condition caused by a handshake error between the radio frequency module and the microprocessor. However, after opening the device, telemetry-c became functional and remained functional throughout the analysis. The analysis was then terminated since the failure could not be reestablished. The cause of the no telemetry-c condition was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.